Manufacturer narrative:
One cadd legacy plus pump received for investigation. All labels were still intact and no physical damaged was found on the device. As a result of checking the log, most recently, it was confirmed that the occlusion alarm was continuously occurred after the pump was started between (B)(6), 2022. A functional test was performed and the reported problem was not duplicate. The downstream sensor detection level was within standard. As a preventative, the downstream and upstream sensors was replace. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured nov. 2019, and is out of warranty therefore, no manufacturing DHR review is needed.

Event description:
It was reported that during the use of the product, a high-pressure warning alarm often went off. When medical fluid was infused into the patient, this alarm frequently sounded. However, as the amount of medical fluid decreased, the occurrence of the alarm became less frequent. This event was seldom observed in the other pump, so the customer suspected the sensor setting was set to "high". No patient injury and no additional information is available.